Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized for high flow and high watt alarms. Log file analysis showed an increase in watts since (B)(6) 2017. International normalized ratio (inr) was 4 and lactate dehydrogenase (ldh) elevated at 1500. Tissue plasminogen activator (tpa) was administered. First the power value decreased to its previous value then the power value dropped below the normal (2.1 w for 2400 rpm). Computerized tomography (CT) scan was done and showed thrombus in the outflow graft. The patient had good hemodynamics without inotropes. The physician decided to list the patient for an emergency heart transplant. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6)2017; 8 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tpa treatment. Also, the CT scan reportedly revealed a thrombus in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.